Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was unpacked on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that there was a hair inside the primary package, and sterility of the device was compromised. Reportedly, there was no patient or procedure involved.

Manufacturer narrative:
(B)(6). (B)(4). A box was received with a sealed pouch inside. The pouch was inspected and foreign matter (a hair) was found inside. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. Due to the foreign matter found inside the pouch and as per available information the most probable cause for this complaint is manufacturing deficiency. An investigation has been initiated to address this issue.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was unpacked on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that there was a hair inside the primary package, and sterility of the device was compromised. Reportedly, there was no patient or procedure involved.